Event description:
The patient reported his insulin infusion device displayed a "77" error and made a continuous loud beeping noise. He stated there was no low power pack alert before this issue occurred and he had been using power packs which last for 3-4 weeks. The patient said, he changed the power pack to a new one from the same package and the same thing occurred. He stated, he feels the infusion device is "fried" due to pumping so much insulin. He stated, he would switch to insulin injection therapy until he received the replacement infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The products were replaced and requested to be returned.